Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1876 ml during therapy initiated on (B)(6) 2011 at 22:40, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 22:40. Review of the event log revealed the cycle 6 received a partial fill of 100 ml. Cycle 6 drain was completed on (B)(6) 2011 at 06:25:36 and the user's actual drain volume during cycle 6 was 1976 ml. The actual drain volume of 1976 ml is 98% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:40:15. During night drain cycle six, the patient's ultrafiltration reading was 1876ml, indicating the home patient (hp) drained 1376ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.